Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed but it was confirmed that reprocessing was not performed according to the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was not cleaned, disinfected, or sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information- there was no delay to the start of pre-cleaning, which was done properly. It is unknown if water and air was supplied to the air/water nozzle. Manual cleaning information- is is unknown if there were any abnormalities to the accessories used for reprocessing. It is unknown if the scope was submerged in cleaning solution. The air/water nozzle was wiped or brushed with a gauze, brush, or sponge. It is unknown if liquid was sent to the air/water nozzle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the curved pipe was deformed, the bending angle was insufficient, the angle knob had play, watertightness was not maintained due to holes in the curved rubber, the curved rubber was scratched, the air/water nozzles were clogged, there was a foreign object inside the nozzle, the tip cover was scratched, the objective lens was discolored, the image was cloudy due to discoloration of the objective lens, the image had shadows, the illumination lens was discolored, the operation part was scratched, the hardness adjustment ring was scratched, the up/down knob was scratched, the up/down angle fixing lever was scratched, the right/left knob was scratched, the grip was scratched, the scope connector was scratched, and the right/left angle fixing knob was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had tip breakage. Inspection and testing of the returned device found foreign objects in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.